Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the reported faded/discolored display screen was unable to be confirmed or duplicated during investigation. There were no missing pixels found during investigation. The display screen was found to be fully functioning and fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported dim/fading/color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.